Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrode pads. The rash was described as red and pimply. The patient's doctor prescribed clotrimazole cream. During follow-up, the patient indicated that the rash was gone.